Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set cannula kinked events on 22-aug-2024, 30-aug-2024 - 03-sep-2024 - 11-sep-2024 - 15-sep-2024 - 29-sep-2024 - 05-oct-2024 - 14-sep-2024 - 21-oct-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 9.